Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported battery shuts down when wiggled, which was reproduced during evaluation by troubleshooting the device. Evaluation observed damaged contact pins during a visual inspection and determined it to be the cause of the symptom. Evaluation has determined the device to be unserviceable for the observed failures. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq wireless battery shuts down when wiggled. There was no known patient injury or medical intervention associated with this event. No additional information is available.